Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300s mg/dl and a bolus via the pump was delivered to address the bg level. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump and the occlusion appeared to be related to the cartridge. The customer was to change out the cartridge and infusion set tubing.